Event description:
A blood sample was drawn from a pt to obtain a baseline (pre-drug) platelet function test result using the ultegra rpfa-trap. A result of 47 pau was obtained. This value is suspect because it is significantly lower than the baseline reference range cited in the device package insert (125-330 pau). It is not known whether the value was inaccurate because a repeat test was no performed on the blood sample.